Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tube there was stopper creep out or loose closure. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "blood collection could be performed with these tubes with no problem; however, when the cap was once removed and recapped again, the cap became loose and was not fit properly."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-21 h6: investigation summary bd received fifty-five (55) samples for investigation. Twenty (20) of the samples were evaluated by visual examination and the indicated failure mode for decapping with the incident lot was observed, as there was evidence of an unseated stopper on the top of a tube. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for decapping was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of decapping based on the returned sample testing. Bd has initiated further root cause investigation relating to the issue of stopper function defects through corrective and preventive actions. CAPA pr # 1875009 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® serum / cat blood collection tube there was stopper creep out or loose closure. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: "blood collection could be performed with these tubes with no problem; however, when the cap was once removed and recapped again, the cap became loose and was not fit properly.".